Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that a patient underwent plf surgery at l4/5 level on (B)(6) 2015. Post-op CT image, it was found that l4 screw was deviated to spinal canal. Revision surgery will be scheduled to remove the screw and re-insert. Doctor commented that the screw was angled too much. No patient complications were reported.